Event description:
It was reported an end-of-life patient implanted with a (B)(6) cardiac resynchronization therapy defibrillator (crt-d) requires a box change. The physician would like to replace the (B)(6) crt-d with a st. Jude cardiac resynchronization therapy pacemaker (crt-p) and place the existing right ventricular (rv) lead in the left ventricular (lv) port, and the lv lead in the rv port. Technical services suggested the physician speak with the st. Jude field representative for further guidance on algorithms and such. Technical services also confirmed a df-4 pin will fit into an 15-4 port housing and connections are made with each ring for (B)(6) leads and devices, but it is important to verify with the competitor representative. To date, evidence suggests the replacement procedure has not yet been performed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).